Manufacturer narrative:
Exp date unk as lot is unk. (B)(4): superficial acid burn. No product was returned. An IFU is provided with this device that describes proper insertion and usage. Per the quality control spec it is confirmed the flare is not folded over in adapter, the adapter is secure, and that the sleeve is positioned correctly. No device was returned to assist in our investigation. Add'l info as to the location of the leakage was requested, but not provided. Without add'l info we are unable to determine where the leakage originated from or what may have led to the leakage. We will continue to monitor for similar complaints, have notified the appropriate personnel. Quality engineering risk assessment determined that no further mitigating action is necessary at this time.

Event description:
Post insertion, the tube leaked gastric content causing superficial acid burn to the left side of the pt's abdomen. Add'l info was requested but not provided.